Event description:
The device was returned to the MFR (pds) for analysis. The manufacturer's eval results revealed: the returned device met specifications for dose accuracy and injection force. As such, it is concluded that the reported event was not caused by a device malfunction. This report is cross-referenced to the global product complaints management system (gpcms) database cid#:101547.

Event description:
This case, reported by the patient and a diabetes nurse, concerns a patient who experienced increased blood glucose. The patient was receiving human nph insulin (humulin n) via a pen injector device (humapen ergo) for treatment of diabetes. The device was operated by the patient, it is unknown whether patient was a trained user. Duration of use of the humapen ergo is unknown. No medical history was provided. It was unknown whether patient was receiving any concomitant medications. During 2001, after switching to human nph insulin (dosing regimen unknown) via humapen ergo the patient experienced increased blood glucose. The event required the patient's hospitalization for a 'while' but no improvement of the event was observed. It was reported that the patient experiences a pattern of increased blood glucose during the night. This occurred after receiving a dose of human nph insulin before going to bed and the patient's blood glucose would be 10mmol/l. However, by the morning the blood glucose would increase to 23mmol/l. After switching to the disposable injector device humulin nph pen, the patient's blood glucose was stable and decreased by 5-10mmol/l than observed during the event. The patient reported that patient did not think the insulin was frozen by accident in their refrigerator, but during transportation. A visual inspection of the humapen ergo by the nurse revealed no abnormalities. The humapen ergo and the human nph insulin have been returned to the company for analysis. The patient has discontinued using the humapen ergo, but continues using human nph insulin via the disposable pen. No causality assessment was provided to the humapen ergo or human nph insulin by the nurse. Further information is expected.